Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found damaged components upon disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly smoking and had blade wobble; during service the device overheated. There was patient involvement regarding the smoking and wobble but no patient involvement with the overheating; no patient impact.